Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump will no longer allow her to put in batteries. Customer put in 5 different brand new batteries and it resulted in failed batter test alarms. Customer stated that the incident date is (B)(6) 2016 and her blood glucose was 96 mg/dl at the time of the incident. Troubleshooting was performed and customer received a failed battery test alarm on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No failed battery test alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.